Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with afx devices. A reported follow up showed a stent migration of 2 centimeters. The physician elected to implant a suprarenal aortic extension, an infrarenal aortic extension, and a limb extension to resolve the issue. The patient is stable.